Event description:
It was reported that the device was not working. Noticed the connector/plug looks like it shorted out. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
There was a relationship found between the reported incident and the returned device. Visual inspection revealed the wand connector port was badly scorched. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the wand connector port was badly scorched. All ablation and coagulation output voltages were not able to be tested due to damaged port. Photo of burnt wand port attached. The complaint was verified and the root cause was determined to be associated with an electrical component failure. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there could have been a power surge to the controller which could have caused the controller not to work or there may have been a loose power connection or interference between other devices. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.